Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine (60 mg/ml at 11.224 mg/day) via an implanted pump. The patient&#62688;medical history included being bipolar, anemia, low back pain, arthritis, constipation, acute renal insufficiency, bronchitis, spinal fusion, sciatica, hysterectomy, and "cholecystectomy". The indication for pump use was post laminectomy pain and spinal pain. On (B)(6) 2016 the patient presented to the ER (emergency room) with nausea, diarrhea, sweats, and tearing eyes. It was unknown if any environmental, external, or patient factors that may have led or contributed to the issue. An x-ray was done and a dye study was attempted but they were not able to move forward as the catheter would not aspirate. The patient was taken to surgery on (B)(6) 2016. In the or (operating room), the cap (catheter access port) was accessed with a very small amount of return of clear fluid obtained. The catheter connection site was opened in the spine and was found to have a patent pump segment and the spinal segment was found to be intrathecal, but the physician noted the catheter seemed to have more than the normal amount of spinal catheter outside the space. He replaced the spinal segment of the catheter and good return of csf (cerebrospinal fluid) was obtained once reconnected. The issue was resolved. The patient status was reported as "alive-no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.